Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had a bent outer tube. This issue occurred during an unspecified procedure while the device was inside the patient under sedation. The procedure was completed using the backup device. There were no reports of patient harm.

Event description:
It was reported that the rigid video laparoscope had the image turn off.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields:d9,h2,h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h11. Corrected fields: b5, h6 medical device problem code, h6 component code. The device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: outer tube dent. Based on the results of the investigation a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.